Event description:
It was reported that the communicator displayed a red call doctor icon due to this implantable cardioverter defibrillator (ICD) being programmed to a status other than therapy and monitor. The patient was then referred to the clinic. This device remains in service. No adverse patient effects were reported.